Event description:
It was reported that prior to the start but after port placement of a da vinci-assisted surgical procedure, the application of gas into the patient¿s abdomen for pneumoperitoneum was started prior to the surgeon's indications by the operating room (or) staff. Therefore, causing a complication that led the surgeon to decide to convert to laparoscopic surgery. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the incident. Based on the investigation, there is no indication that the device directly caused the incident. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred before the procedure but after port placement, the use of da vinci products during this type of surgical procedure may have contributed to the intraoperative complications. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the operating room staff introduced gas into the abdomen before the surgeon wanted to. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.